Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was able to reproduce the reported error by running the daily check and a detector temp error was received. During troubleshooting, the fse found that the detector temp was running at 31.1 c by using a meter. A temp adjustment was needed to bring the temp to spec at 37.0 c. The fse then ran a bio rad control for fsh. The controls recovered within customer ranges. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 14mar2020 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: error message: [3034] detector temp. L-limit error cause: the detector temperature fell below the lower limit (standard: 32°c). No further operation will take place. An io flag will be attached to the measurement result. Action: check the heater and also the temperature sensor t200. It is necessary to switch the main power on again. The most probable cause of the reported event was the detector temperature was too low.

Event description:
Customer reported an error 3034 detector temp. L-limit. The issue is intermittent. The customer will reset the power and follow up with the technical support specialist (tss). The customer called back the following day and the error persisted. A field service engineer was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) and follicle stimulating hormone (fsh) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.